Event description:
The customer reported the power module making bussing noise and not charging the battery. There was no reported pt involvement and/or pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.